Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were unsure of the cause of the power on reset (por) and the neurostimulator (ins) acting funny/not working. The rep reported that they used the clinician programmer to do a ¿por.¿ the rep reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was a power on reset (por). The therapy has stopped. The rep reported that they were dealing with a por, but the ins was ¿acting funny.¿ the rep reported that they did a physician mode recharge (pmr) but within seconds, the ins was charging but then showed por again. The rep reported that the patient successfully charged on monday but then the ins ¿went out¿ and quit working. The rep confirmed that the ins turned off and the patient saw por on the patient programmer (pp). The rep reported that the recharger was currently showing por. It was reviewed how to bypass the por on the recharger to show a normal charging screen. It was unknown what type of por was displayed on the pp. The rep didn¿t have access to the patient at the time of the call. No further complications were reported.